Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion could not be confirmed as no log files were submitted for evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient was found deceased at home in the recliner connected to battery power. It was presumed that the patient fell asleep while on battery power and all the power depleted resulting in a pump stop, which caused the patient to pass away. The patient was pronounced dead when the emergency medical services (ems) arrived. The account communicated that the device would not be returned for an evaluation. The hmii lvas IFU and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. Both documents also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home in recliner with her batteries on. It was presumed she fell asleep on batteries and all power depleted, pump stopped and patient passed away. Patient pronounced dead when emergency medical services (ems) arrived.